Event description:
The customer reported that she experienced low blood glucose into the 20 mg/dl to 29 mg/dl range. The paramedics were called to go to her house. It was also stated that the customer's belt clip broke and she did not wish to troubleshoot her insulin pump as she was planning to change the settings information with her physician at an upcoming appointment. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.